Event description:
It was reported that during a cryo ablation procedure, while the  balloon catheter was in use, the temperature curve drop changed dr amatically. The temperature of the ablation was not as expected and good occlusion and adhesion could not be achieved, and the the real time temperature could not be reflected, the electrical umbilical cable was replaced, the console restarted and the balloon catheter reconnected without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 16343 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the balloon catheter was used for 3 applications. However, the balloon catheter usage date recorded on the smart chip 2001-01-01 did not correspond to the event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 øc). The inflation, ablation, and thawing phases were completed. No system notices were generated. During inspection of the balloon segment, the coil was observed to be at 1.36mm from the tip which is not within the acceptable range. The balloon catheter had an inner balloon distal neck/guidewire lumen bond length tolerance stackup issue.the balloon catheter passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while the balloon catheter was in use, the temperature curve drop changed dr amatically. The temperature of the ablation was not as expected and good occlusion and adhesion could not be achieved, and the real time temperature could not be reflected, the electrical umbilical cable was replaced, the console restarted and the balloon catheter reconnected without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.